Event description:
It has been reported to co that after successful aspiration of the vessel the marker on the aspiration catheter became detached and remained on the occlusion balloon wire for removal during the procedure. The physician inserted the occlusion balloon wire into the pt. The physician inserted the aspiration catheter and aspirated and vessel. The physician removed the aspiration catheter and felt some resistance and the distal marker band became detached but was still trapped on the occlusion balloon wire with the detached marker band from the pt. The pt is report to be fine.